Event description:
The balloon burst within the pt and the catheter fractured.

Manufacturer narrative:
The following analysis had beem performed on the returned product: visual examination: upon receipt, one marker band was jammed at the distal end of the balloon. The inner body within the balloon was elongated/stretched. Other marker band could be freely moved over inner body of balloon portion. Inner body had an accordioned area. Proximal area of balloon exhibited a circumferentially directed tear. Distal area of balloon including tip exhibited axially-directed and circumferentially-directed tears. Microscopic examination: light optical examination on inside surface of ballon material and on outer surface of both marker bands revealed no anomalies. Further eval using scanning electron microscopy (sem) on both axial and circumferential tears revealed presence of external surface abrasions along and intersecting tear edges that may have initiated the tears. Damage/deformation of inner body of balloon (with both dispositioned marker bands) and circumferentially-directed tear are an indication that excessive tensile forces had been applied on catheter. Although exact cause for outer surface abrasions could not be determined, it appears that baloon was exposed to an unidentified source of abrasion.